Event description:
The customer reported to olympus, the bowden cable was broken. The device was returned for evaluation. During the device evaluation, the connecting tube had foreign material was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found loss of water tightness due to wear of scope cover (s-cover) packing, grip was deformed, s-cover had a crack, forceps channel port had a dent, air/water cylinder and suction cylinder had no color, plug unit had a scratch, scope connector case unit (sc cover unit) had discoloration, sc cover unit had corrosion due to water leakage, insulation resistance value at distal end did not meet the standard value due to burn on plastic distal end cover, bending section could not be bent in down direction due to a cut on angle wire, plastic distal end cover and objective lens had a crack, adhesive around objective lens had a chip, light guide lens had a crack, adhesive around light guide lens had a crack, bending tube was deformed, adhesive on bending section cover had wear, connecting tube was snaking and had a wrinkle, universal had a scratch, and universal cord had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured.   Based on the results of the investigation, olympus confirmed foreign material adhered to insertion tube although the specific type of material could not be determined. The foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from scope cover packing. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use. Instructions for use states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.